Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4), h3: analysis of the communicator found ¿tm90 micro usb interface is damaged¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and fentanyl via an implantable pump for non-malignant pain. It was reported by the patient that the past couple days the patient had been having issues with their communicator. The patient stated that the communicator was not holding a charge and they were getting a low communicator battery message. The patient stated they were unable to bolus. The patient stated they heard a rattling around the communicator and that they had a brand-new charging cord from the tech that came out and filled the pump. A request was sent to the repair department to replace the communicator.